Event description:
Boston scientific received information that this right ventricular (rv) lead had caused perforation leading to tamponade during initial implant procedure. Additionally, it was noted that the patient experienced low blood pressure and a periosentesis was performed. The lead measurements were stable the following day after the procedure. The rv lead was successfully implanted on the septum. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.